Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
T was reported that when patient was lifted from a bed to a chair the sling leg clip detached. As a consequence of the event patient fell out from the device. No injury was sustained.

Manufacturer narrative:
Arjo was informed about an event involving arjo passive maxi move lift and arjo sling. A customer reported that a patient (with contractures) was transferred from a wheelchair to a bed with the attendance of 2 caregivers. The first one was operating the lift while the second caregiver held resident's legs up during the transfer. When the caregivers attempted to move the lift to the chair, one of the caregiver asked the second caregiver to let go the patient¿s legs so the lift could be positioned. When the caregiver stopped holding the patient¿s legs, the leg clip detached and patient fell out of the device. The patient was taken to assess the injuries, the examination revealed a bruise on the arm. Upon inspection, both the lift and clip of sling were in good working condition. During the interview with the customer, it was stated that the crossed attachment of the leg clips was not applied. According to the procedures provided in the instruction for use of the passive clip sling (04.sc.00): ¿warning: to avoid injury, always assess the patient prior to use.¿ ¿warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ according to the procedures provided in the instruction for use of the maxi move (001.25060): ¿if the resident is prone to kicking off the leg clip, the crossed attachment of the leg clips shall be applied, which will prohibit the clip from being kicked off.¿ following all of the information gathered, the incorrect transfer procedures probably caused the detachment of the clip, where the need for sling crossed attachment on the device may not have been properly assessed. The most likely root cause then is considered the caregiver not following the IFU. To sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.